Event description:
The customer reported that the system's screens would intermittently go blank. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray controller was fitted, and the nodes and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.